Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024 patient reported that 2 infusion sets fell off during use. The infusion set was in use for few hours. Blood glucose at the time of event was 14.9mmol. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
(B)(4) - device 2 of 2.